Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a bad response with the back arrow button. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump failed leak test. The device leaked around belt clip rails. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with intermittent back arrow button due to flattened dome switch, minor scratched lcd window, scratched case and scratched keypad overlay.